Manufacturer narrative:
Due to character restrction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e3. Corrected field: e1 (event site telephone). The customer declined the repair quote, and no repairs will be performed. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic ballon pump(iabp) had system overheating issue. No harm or injury to the patient was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had system overheating issue. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to the character limit in the e1 section, the full event site name is the first affiliated (B)(6). Due to the character limit in the e1 section, the full event site address is (B)(6),